Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the issue on the error log and was able to reproduce the issue. The fse discovered the incubator alignment was off and adjusted the incubator to the cup trans. After completing a sample run, no further errors occurred. Controls were then performed and results were within the manufacturer's published ranges. The aia-900 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 20jul2018 to aware date 20aug2019. No other similar complaints were identified during the search period. The aia-900 operator's manual states the following: c.trans-z home overrun cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. C.transfer cup pickup failure cause: the cup sensor s063 failed to detect the cup after the cup was grasped. Action: please contact the tosoh local representatives. Check s063, the cup pickup position, and the cup pickup operation. The most probable cause of the reported issue is due to the alignment of the incubator.

Event description:
A customer reported receiving error messages 4153 c.trans-z home overrun and 2161 c.transfer cup pickup failure while operating on the aia-900 analyzer. The test aborted. The customer was able to perform an all set home function but when attempted to run calibration, the errors returned. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of intact parathyroid hormone (ipth) and follicle-stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.